Event description:
It was reported that the pt underwent an emergency surgery on (B)(6) 2012, because of an abdominal aorta rupture. During graft implantation, graft was reported to bleed. The blood loss before and during implantation was estimated to 1.5 litre. It was reported that the pt died a few days after surgery. The potential association between the death and the use of the product is under investigation.

Manufacturer narrative:
Note: all information contained in this report is provided by the manufacturer. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of height products coated on the same day and under the same conditions as the complaint device indicates values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test results indicated a value well within product specifications. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective. A follow-up report will be submitted within 30 days upon receipt of any relevant additional information. .